Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019 during an unspecified procedure, the 605152 slide lock tenaculum forceps 5mm 32cm, broke inside the patient while trying to lift something with the tenaculum. There was no patient injury reported. The surgeon inspected the patient¿s area for any metal from the broken device. It was reported that ¿everything that was visible was removed¿. The case proceeded as scheduled, no surgical delay reported.

Event description:
N/a

Manufacturer narrative:
The device was returned for evaluation. The device history record for lot no. 3813769 reviewed and no anomalies that could be associated with the complaint were observed. The evaluation verified the complaint as valid. The device does not pass the electrical test. The plastic part is burnt between the connectors. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument despite of the recommendations of instructions for use.